Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the pt was investigated. The reported pressure transducer test failure during pre-use check was not reproduced. The ocular inspection revealed that the nozzle unit mounted in the oxygen gas module had a sticky membrane. Eval of the ventilator logs showed that the pressure transducer test failed during pre-use check. The most probable cause of this failure was the sticky membrane of the nozzle unit mounted in the oxygen gas module. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and this causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failure during pre-use check and during ventilation causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause to the stickiness is wear of the membrane in nozzle unit. (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. (B)(4).